Event description:
While draping the c-arm for a removal of a foreign body, it was noted the c-arm drape was defective with a large hole making the drape unusable. The drape was removed from the operative field. The scrub person re-gloved. A new drape was delivered to the field. No harm came to the patient.